Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading at time of event, and the meter bg reading was 400 mg/dl. As a result of the decreased basal the customer's blood glucose rose to a level that was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed via a correction bolus. Reportedly, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.